Event description:
The hcp reported the pt was experiencing drainage and the pump was infected. The pump was explanted and returned to the manufacturer for analysis. The pt was treated with antibiotics. A follow up report will be sent when additional information is received.